Event description:
It was reported that cgm displayed error message 42 with g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for complete pump reset, performed reset with guidance, confirmed error message did not reappear, and then successfully started new sensor session.